Event description:
On (B)(6) 2014, the patient underwent coiling embolization treatment. During the procedure, it was reported that the implant coil prematurely detached. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The pusher assembly was returned for evaluation without the implant coil as it was reported lost. The evaluation could not determine the cause of the event; however, it is possible that re-positioning of the implant coil may have contributed to the reported event. The IFU(instructions for use) for axium coil includes the following warning: "if axium detachable coil repositioning is necessary, take special care to retract coil under fluoroscopy in a one-to-one motion with the implanted pusher. If the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and the coil."(B)(4).

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).